Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was cracked at the reservoir compartment and did not hold the reservoir. No blood glucose reading was provided. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked display window, minor scratched display window, broken reservoir tube lip and missing reservoir tube lip o-ring. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.